Event description:
Boston scientific received information that six months ago this patient who was implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode which promped a echogram. At that time, vegetation was found and subsequently, seventeen days later, the system was extracted for infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.